Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display would go blank when act button was pressed. The customer's blood glucose was 112 mg/dl at the time of incident. The customer stated that the insulin pump might have been exposed to moisture. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.